Event description:
It was reported that the implantable tachy lead was experiencing rising impedances and rising pacing thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis found that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant products: d334drg, implantable cardioverter defibrillator, (B)(6) 2012; 6947, implantable tachy lead, (B)(6) 2004; 5076, implantable pacing lead, (B)(6) 2004.(B)(4).